Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting batteries. The customer's blood glucose was unknown. The customer stated that the no delivery alarm on the insulin pump was twice a week. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.